Event description:
The m6-c spinal disc replacement implanted into me collapsed and broke apart. It caused bone destruction, osteolysis, and I will not be the same again. Having looked this up online there are 21 published reports about catastrophic failure and severe osteolysis. Even on youtube famous american surgeons speak negatively about this device. How is the FDA allowing active promotion of this device to continue. The issues have been known about since at least 2015.